Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 4 mg/ml bupivacaine at 1.019 mg/day and 10 mg/ml morphine (unknown) at 2.48 mg/day. The reason for use was spinal pain. It was reported that there was a motor stall seen at initial interrogation. The patient did not recently have an MRI. The patient's pump has been stalling and recovering off and on since (B)(6) 2019 in the logs. Caller confirmed no MRI and will double check with patient that electromagnetic interference (emi) and magnets were not present. Caller stated they are doing a pump replacement today and caller will be sending it back to medtronic for analysis. Caller inquired about what to put in the pump for shipping since she planned on removing the drug. Motor stall considerations were reviewed. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found corrosion/wear/lubrication on the pump motor gear train and also a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2020-jan-16. It was reported that there was a ¿motor stall on (B)(6) 2019, recovered (B)(6) 2019, stall (B)(6) 2019, recovery (B)(6) 2019, stall (B)(6) 2019, recovery (B)(6) 2019, motor stall (B)(6) 2019, recovery (B)(6) 2019, motor stall (B)(6) 2019, recovery (B)(6) 2019. The patient was not in a clinical study, there was no patient injury or death, and the patient recovered without sequela. The product was returned to the manufacturer for analysis. There were no further complications reported/anticipated.